Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2008. It was reported on (B)(6) 2009 that the pt had fallen and landed on her ipg site. She then began experiencing overstimulation at the ipg site and having problems charging the ipg. The ipg was replaced on (B)(6) 2009. The explanted ipg was returned to ans for evaluation. No further info is available.